Event description:
A patient reported they were unable to obtain a result on their fasttake meter as the meter would not power on. There was no result on their meter as the patient was unable to test. Treatment was insulin shot, patient has been unable to test for days and has been taking insulin without knowing blood glucose levels. No further information has been reported. No serious injury occurred,